Manufacturer narrative:
The device was returned due to patient death. Final analysis found the device was above elective replacement indicator (eri) when received. The device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). Ate testing was performed and the device was normal. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturing reference number: 2017865-2023-17580. Related manufacturing reference number: 2017865-2023-17581. Related manufacturing reference number: 2017865-2023-17582. It was reported that the patient passed away an hour after implant. The cause of death was unknown. There was no allegation from a healthcare professional that the biventricular implantable cardioverter defibrillator system caused or contributed to the patient's death. No additional information was reported.